Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced peritonitis, coincident with therapy for peritoneal dialysis (pd). The patient was hospitalized for the peritonitis, on the same day. The therapies were discontinued, however the treatment was not reported. Twelve days later the patient was discharged from the hospital and has recovered. This is report 6 of 6 for this event.

Manufacturer narrative:
(B)(4). Additional information: this report of peritonitis was received with no alleged device malfunction or use error. Therefore, a sample was not requested. Should additional relevant information become available, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per review of the batch records for suspected (B)(4), no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.